Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing. 2 devices were found to be affected by missing paint chips and compromised lubrication. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 2 events had no patient involvement; no patient impact.